Manufacturer narrative:
Initial.

Event description:
It was reported that a new ilet user experienced low blood glucose readings during physically demanding work while the system was still adapting to insulin needs; the user treated with oral carbohydrates and glucose, and the glucose rose by the end of the call. Symptoms included hypoglycemia with associated headache and lethargy. Outcomes included medication required for an unexpected medical intervention and the event being characterized as a serious illness or impairment. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no specific device findings and insufficient information regarding a device component, with the medical device problem remaining insufficiently characterized. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.